Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used for an eternal feeding procedure, performed the same day. According to the complainant, it was observed the locking adapter of the button appeared cracked. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been returned. A device evaluation is not available; therefore, the cause of the reported malfunction is undetermined.